Event description:
It was reported to st jude medical that the pt presented to the hosp with inappropriate shocks. Upon interrogation, noise was observed; the physician manipulated the leads with the same results. The decision was made to explant the device.